Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.

Event description:
It was reported that during a gyn procedure the hand activation on the device was non-functioning. The site switched to the foot pedal to complete the procedure. There was no pt consequence.